Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation, the most probable cause is component failure resulting from physical force¿either excessive or inadequate¿exerted by an external object. This force caused wear, bending, deformation, fracture, stress or fatigue. The failure is considered expected or random, with no design or manufacturing issues identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was revealed that the videoscope displayed error message b30 (scope communication error) with no image on screen (black display). No patients were involved.